Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4. Primary UDI number: di is unknown.

Event description:
It was reported that during a laparoscopic appendectomy the portex endotracheal tube did not inflate when activated when it was determined that the cannula needed to be replaced due to a leak. It was also reported that the replacement was performed immediately and safely, without causing any injury to the patient or compromising the care provided, and ventilation was adequately restored after the set was replaced. There was a patient involvement and no harm was reported.

Manufacturer narrative:
G2 - report source: corrected. H3, h6: updated. The suspect product was returned for evaluation. Visual inspection was performed and was found that there was a partially inflated cuff. Leak test was performed for the product by inflating the set, followed by submerging it in a water bath and was found that there were no leaks observed. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.